Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2022-00456. .

Event description:
The user facility reported that after the doctor inserted the angio-seal sheath involved, the doctor was never able to get a pulsatile flow out of the locator after inserting and retracting multiple times. Therefore, another angio-seal package was opened and had the same results. So, sheath was pulled, and manual pressure was held. There was no harm to the patient. The procedure was a ufe with 6 french right groin access. The patient was in stable condition. The procedure outcome was unsatisfactory. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 16 dec 2022: a pre-deployment angiogram was performed and confirmed to be a perfect stick. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion. Access was under ultrasound guidance. The procedure was completed and was successful. The angio-seal wire was passed through a 6 french, 10cm pinnacle sheath and exchanged for the angio-seal sheath. The patients' blood pressure at time of attempted angio-seal was 100/61.